Event description:
The customer confirmed that they are not aware of an infection. The device was serviceable and inspected before use. The procedure was not completed. The procedure was delayed and then cancelled. The scope was removed from the patient and the procedure will need to be repeated. The procedure failed in patient and there were no broken parts retrieved from the patient. The patient status is ok and the patient did not suffer additional trauma. Nor was the patient kept in the hospital for an extended time. Related patient identifiers : (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of the procedure was stopped and the endoscope was removed from the patient is likely due to the intraoperative device malfunction. A root cause could not be identified. Additionally, the phenomenon of the true white screen with white dots displayed is likely due to water droplets attached to the scope. However, a root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis x1 video system center display blank screen with white dots appearing when used in combination with bf -uc290f and oev321uh. The customer dried the scope properly and afterwards, the issue was resolved. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon inspection of the device, the reported issue was not confirmed. The unit was left on soak test for two working days and no error occurred. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.